Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had an electrical reset. The ipg was interrogated and there was no loss of data. The ipg remains in use. No patient complications have been reported as a result of this event.